Event description:
It was reported that during a laparoscopic low anterior resection, the washer was detached when the anvil was removed on the mayo table. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29 device arrived and in good visual condition. The breakaway washer was present, detached and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The washer was loaded into the anvil, the anvil was turned upside down and tapped; the washer did not fall out. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the washer to eject from the anvil. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. No incident related to the reported event was observed during the batch record review.